Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's blood glucose (bg) was 200 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.